Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-47911.

Event description:
Customer reported that he has been receiving no delivery alarms for the last three weeks. Customer stated he had to change his set multiple times the day of the call; he is on the third infusion set and the second reservoir. Customer reports the alarm did not occur during manual prime. Customer will try different type of infusion sets. Blood glucose value was 236 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.